Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic lobectomy surgery, while firing the stapler over tissue, the surgeon closed on tissue with a two 45 mm purple load and went to fire but the handle would not progress the knife blade. A load crack was heard when the handle was pulled to fire. Another purple 45 mm was opened and it fired fine. There was no patient injury.